Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). Patient¿s condition affected effectiveness of device (stenosis, calcification, tortuousity). Deformation problem. Evaluation conclusion: known inherent risk of a procedure (stent deformation). Device failure related to patient condition (stenosis, calcification, tortuousity). (B)(4).

Event description:
Physician was attempting to treat a calcified lesion in the mid-distal lad with 85% stenosis and tortuous vessel, using an endeavor resolute rx drug eluting stent. It was reported that the lesion was pre dilated once, with dilatation balloon inflated to 12atm and pressure held for 10 seconds. 65% stenosis remained post pre dilatation. The device was then advanced to the target lesion but could not pass the lesion due to the calcification. The physician dilated the lesion again and stopped the procedure. Physician concluded that the event was not related to the device. The device was returned to the manufacturing facility and analysis revealed damage to the stent. Evaluation summary the distal tip was deformed. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. The 7th and 8th proximal segments were misaligned with raised struts. Please note that this device (endeavor resolute rx) is distributed outside the united states; however it is similar to the united states distributed product (resolute integrity rx).